Manufacturer narrative:
Zimmer contacted hospital on several dates to obtain information on event details. Lot number of device, and availability of device for evaluation. On 01/08/08: hospital followed up to state lot number was not available and after review of pt charts, the drain was sutured into place. Suturing the drain in place would cause the event. Instruction insert states "do not suture through or cut into the drain. Damaged drains may be difficult to remove and may break at the damaged site upon withdrawal. Fragment may be retained in the pt and may be difficult to remove". Medwatch is being submitted to the FDA in accordance with the FDA alternative reporting agreement for events of this nature.